Event description:
Boston scientific received information that this implantable defibrillation lead implanted with another manufacturer's device, exhibited chronic high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed that this was a single coil lead and; therefore, higher pacing impedance measurements could be observed. Attempts to obtain additional information were unsuccessful. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.